Event description:
The customer stated that the cell-dyn 4000 analyzer was generating an increased number of fluorescent particle (fp?) Flags. The customer confirmed all results per laboratory policy prior to reporting results. The customer performed an autoclean and requested additional troubleshooting recommendations. The abbott customer technical advocate (cta) recommended cleaning the white blood cell (wbc) dilution cup and flushing the wbc staging and flow cell pathway. The customer performed the recommended troubleshooting without resolution. The customer also noted a sizeable amount of debris on the right side of the fl3 graph. The cta dispatched service to decontaminate the instrument. The abbott field service representative (fsr) replaced the wbc a pathway and the peripump 3 motor and verified operation. The customer stated that after pm was performed, the flagging persisted. Fsr returned to the customer site and noted clogging in the fitting elbow leading to 242 and replaced the part. The customer called back stating the fp? Flagging persisted. The customer changed the probe, the vent needle and recleaned the wbc dilution cup without resolution. Fsr returned to the customer location and replaced the wbc reagent a pathway and verified precision and backgrounds. The fsr also requested two replacement cases of wbc reagent a for the customer. No impact to patient management was reported. End of report.

Event description:
It was reported that the patient expired. The patient was hospitalized as he had experienced increased spasms. Per the hcp, no apparent, visible increase in spasticity was noted. A catheter dye study was planned. That study was subsequently cancelled due to his changed in status. Per the reporter, the death was unk, but suspected to be due to a cardiac event. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Cell-dyn 4000 analyzer, list# 1h01-01, (B)(4).

Manufacturer narrative:
(B)(4). Evaluation method: microbial testing of opened/unopened reagents and retention lots. Evaluation results: wbc reagent part a, list 01h77-01, lots 51749i2, 51754i2, and 56675i2. PMA/510(k) number: there is no 510(k) number for cell-dyn wbc reagent a. The 510(k) filed with the initial medwatch reflects the cell-dyn hematology analyzer. The cell-dyn 4000 and cell-dyn sapphire analyzers were experiencing elevated wbc background counts in the field. Background counts were recovering up to 0.5 x 103/ul .the specification for wbc background readings is less than or equal to 0.10 x 103/ul per the cell-dyn sapphire operator's manual, list number 08h10-01, revision d and cell-dyn 4000 system operator's manual, list number 01h25-01, revision m. Backgrounds counts must be within specification prior to reporting of patient samples. If the operator proceeds to run patient samples with background counts out of specification, results may exhibit fluorescent particle flagging, fluorescent channel 3 flags, resistant rbc flags, increased nucleated rbc flags or abnormal wbc histogram scatter plots. If product labeling is not followed and patient results are reported, wbc results may be inaccurate and higher than actual results; however, it is unlikely that patient management would be adversely affected. Investigation of this issue detected microbial contamination in the wbc reagent part a, list number 01h77-01, which is distributed for use with the cell-dyn sapphire and cell-dyn 4000 instruments. The microbial contamination was identified only on lots 51749i2, 51754i2, and 56675i2 of wbc reagent part a, list number 01h77-01. The contaminant has been identified to be pseudomonas species, an environmental isolate common in bio-films, and does not present a safety hazard. The microbial contamination, sporadic in nature, can affect other lots of wbc reagent part a, as microbial contamination within the wbc reagent part a can further contaminate the cell-dyn sapphire and cell-dyn 4000 systems. The source of the microbial contamination was determined to be caused by a combination of factors, including lack of filtration of water used for cleaning procedures, biofilm shedding in the fill line, increased bioburden due to stagnant zones in the fill-line area and failure to accurately detect contamination as part of product release. The following corrective actions were put in place in order to address the microbial contamination: all three affected lots were recalled from the field and customers were instructed to decontaminate their instruments prior to using any new wbc reagent part a. Incorporation of an improved microbial testing method into the current process. Increased frequency of sanitization in the fill-line area, including filtration of the water used for cleaning-in-place procedures. Increased flushing of the fill-line equipment and autoclaving of fill-line components, such as nozzles. Completion of the final corrective actions has been targeted for the end of (B)(6) 2008. Based on the investigation findings, the microbial contamination has been identified only in wbc part a reagent, list number 01h77-01, for lots 51749i2, 51754i2 and 56675i2; however, if the instrument is not properly decontaminated, the contaminated wbc reagent part a has the potential to spread to the cell-dyn sapphire and cell-dyn 4000 instruments and can then back-contaminate other bottles of wbc reagent part a placed on the contaminated instrument. This is the final report.